Event description:
The plaintiff alleges that in 4/97 plaintiff was diagnosed as being allergic to latex. Plaintiff alleges that as a result plaintiff is now subjected to increased health risks. In addition, plaintiff is subjected in the future to one or more anaphylactic reactions to latex products. Plaintiff further alleges that as a result of the disease, plaintiff has suffered substantial injury, pain and suffering, as well as economic loss. Finally, plaintiff's spouse has suffered the loss of support, services and companionship of the spouse.